Manufacturer narrative:
The reported field events of capture and output anomalies were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported capture and output anomalies could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device was noted to have no capture and no output. The device were explanted.